Manufacturer narrative:
(B)(4) for the reported event of tip detached. (B)(4) for the reported event of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was used in the left intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture due to colon cancer with liver metastases. Reportedly, the patient¿s anatomy was tortuous and was dilated with a hurricane balloon. Prior to the procedure, the patient was implanted with an advanix stent for 10 days and it was reported that the rate of bile increased. The plastic stent was removed. During the procedure, the physician was able to deploy the stent; however, the distal end failed to expand. The physician tried to remove the catheter but it was difficult to remove. Reportedly, the tip of the catheter detached and the catheter got kinked. The tip of the catheter was retrieved using biopsy forceps. The stent was able to fully expand after the catheter was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.